Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the pocket was reopened. The lead to header connection was tested and verified to be adequately connected. The pocket was then reclosed and the patient was stable.

Event description:
Related manufacturer report number 2017865-2021-20180. The patient presented in clinic after experiencing a vibratory alert. Upon interrogation, a high defibrillation impedance was noted on the right ventricular (rv) lead. Technical support was contacted and suspected that the rv lead was not adequately inserted in the device header and suggested further investigation. A system revision is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.